Manufacturer narrative:
The intraocular lens was received and inspected under 10x magnification. Results show the haptics of the iol adhered to the optic. Definitive cause is unknown. No patient issues associated with this event. All information currently available is included in this report.

Event description:
It was reported by the account that they had issues loading the intracocular lens into the insertion system. When received it was noted during inspection that one haptic was stuck to the optic of the lens.